Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device's battery capacity was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed during a device implant procedure. The device was not used and returned for the analysis. The patient was stable post procedure.